Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that 800 venflon pro safety 18ga 1.3mm od 45mm l leaked at the injection port during use. The following was reported by the initial reporter: "during the use of the product there was a sudden leak of blood etc. Through the injection port (membrane) at the upper part. At the beginning we were able to inject medication without backflow.¿ please see attachment, it contains a picture of the blister packaging. According to the customer, 800 pieces are affected"

Manufacturer narrative:
The following field was updated due to corrected information: b.5. Describe event or problem: it was reported that 800 venflon pro safety 18ga 1.3mm od 45mm l leaked at the injection port during use. The following was reported by the initial reporter: "during the use of the product there was a sudden leak of blood etc. Through the injection port (membrane) at the upper part. At the beginning we were able to inject medication without backflow.¿ the following fields were updated due to additional information: d.10. Device available for eval?: yes d.10. Returned to manufacturer on: 3/10/2021 h.6. Investigation: 750 representative samples were received by our quality team for evaluation. 200 of the 750 representative samples were subjected to visual inspection, injection leak test and the catheter adapter leak test and no abnormalities were observed. A device history record review found no non-conformances associated with this issue during production of this batch. Based on the quality team's investigation and the customer verbatim, the root cause of the leakage is likely due to the valve issue. CAPA#1379444 was initiated.

Event description:
It was reported that 800 venflon pro safety 18ga 1.3mm od 45mm l leaked at the injection port during use. The following was reported by the initial reporter: "during the use of the product there was a sudden leak of blood etc. Through the injection port (membrane) at the upper part. At the beginning we were able to inject medication without backflow.¿